Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, it was reported that the patient's infusion set's tubing broke off from the top of the tubing connector and this issue occurred twice this week. The first issue occurred while the patient was sitting at the desk and the second, while the patient was sleeping and woke up in the morning. Moreover, the patient stated that ton of insulin was wasted since the patient could not get it out of the reservoir. The site location was patient's abdomen and the pump was clipped onto pants on patient's hip. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.